Manufacturer narrative:
Product evaluation summary: the proximal segment of the lead was returned, analyzed and the right ventricular (rv) defibrillation conductor coil was fractured from flexing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 implantable pacing lead. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing and noise on the electrogram. A fracture was suspected. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.